Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wants his pump replaced because he believes that the transmission is broken. He said that he is not getting insulin and that there is barely anything coming out. The customer said that his blood glucose started off at 400 mg/dl and now it is at 600 mg/dl. He changed the cartridge, line and site twice. The customer said that this is the fourth pump that has done the same thing. He exercised and drank water while he was at work and once he came home, he began using his old pump. During troubleshooting for high blood glucose, the customer said that his blood glucose was 400 mg/dl and his current blood glucose is 471 mg/dl. He stated that he felt queasy, glassy eyes and face. He said that he used his pump, exercise and water as his back-up plan. The customer was assisted with performing the high-pressure test and the pump passed. He was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returning for analysis.